Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7084408, UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.